Event description:
It was reported that a vns patient is having increased seizures. The system diagnostic test was performed and the results indicated a high impedance (>10.000 ohms). The generator was switched off (the magnet output current was programmed to 0ma). It was reported that xrays will be taken to assess the integrity of the vns system. No x-rays were provided to the manufacturer for assessment. The patient was referred to a consultation with neurosurgeon for a lead revision. The review of manufacturing records confirmed all tests passed for the device prior to distribution. Follow up indicated that a lead replacement surgery is planned on (B)(6) 2016.

Manufacturer narrative:
Corrected data: the previously submitted MDR inadvertently provided an incorrect age.

Event description:
Follow up indicated that company representative was attended the planned lead revision surgery on (B)(6) 2016. The first system diagnostic test performed in the or indicated high lead impedance (around 6000ohms); the company representative advised the surgeon to first check the connection as he would expect a higher impedance in case of fracture of lead. The surgeon slighted pulled out the lead which immediately exited from the generator block without any difficulties. After the reconnection of the lead to the generator and 3 clicks heard tightening the generator with screw driver, the impedance measured was within normal limits. The patient was then closed with no lead revision but simply lead re-connection which solved the high impedance event.

Event description:
The x-rays were provided to the manufacturer on 08/01/2016 for assessment. The review of those indicated that no lead break or sharp angle was identified.